Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 3 reports linked to mfg report numbers 1121308-2024-00017 and 3003418325-2024-00006: this report is for patient 2 of 3. A facility reported that three cases occurred where patients presented with loss of cerebrospinal fluid (csf) after the use of duragen and duraseal (unknown catalog#). No surgical delay has been reported.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. Duragen (unknown catalog#) was not returned and no photos showing the reported condition have been provided; therefore, an evaluation of the device could not be performed. Additionally, since no lot number was provided as part of the complaint report, the device history record (DHR) review was not possible and no retain sample evaluation could be performed. As a result, the root cause of the reported issue could not be determined. However, based on the information provided for related complaint (mfg report number 1121308-2024-00012), there is no indication that the dural substitutes were causal to the events. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.